Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device, there was no abnormality in the appearance and no abnormality when connecting and operating according to the instruction manual. According to the device evaluation, the returned device serial number was unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the suction tube experienced pneumoperitoneum pressure decreased. The event occurred during an unknown therapeutic procedure. According to the initial reporter, the smoke exhaust function was activated, and the pressure decreased even though the foot switch was not engaged. It was reported that, after the air was sent, the pressure was released, and the procedure was continued and completed. The customer reported that this issue has occurred several times. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The reported event was unable to be duplicated during the device evaluation. Based on the results of the investigation, it¿s likely the reported event was related to factors other than the device settings and device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.